Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation also uncovered the detection lever was worn out. Additional information has been requested regarding this event. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the main lamp was blinking on the visera pro xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Information related to b3 and b5 was obtained and provided. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the full panel blinking could not be identified. However, it¿s likely the cause is related to a faulty turret and high-intensity motor. Olympus will continue to monitor field performance for this device.

Event description:
The reported event occurred during preparation for an outpatient diagnostic procedure. The procedure was completed using a similar device.